Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use. Physical analysis was not performed.

Event description:
Mobility was reported at the time of implant failure. No primary stability and no osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Bone quality at the time of implant failure was type iii. Patient was a smoker.